Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was the downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is double beeping when powered on and the lens was smudged. There was no patient involvement as the issue was found during testing.